Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported that the battery of this pacemaker had 1.5 years longevity remaining last december and went to less than six months last may. Today, this device shows one-year remaining battery longevity. Boston scientific technical services (ts) discussed that the battery has at least a year remaining, and this device uses current bins when the battery status is measured and if there are readings that are close to two bins. The magnet rate can be more indicative of longevity. This device was operating as programmed and expected. Additional information was received indicating that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. The estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated.

Event description:
It was reported that the battery of this pacemaker had 1.5 years longevity remaining last december and went to less than six months last may. Today, this device shows one-year remaining battery longevity. Boston scientific technical services (ts) discussed that the battery has at least a year remaining, and this device uses current bins when the battery status is measured and if there are readings that are close to two bins. The magnet rate can be more indicative of longevity. This device was operating as programmed and expected. Additional information was received indicating that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker had 1.5 years longevity remaining last december and went to less than six months last may. Today, this device shows one-year remaining battery longevity. Boston scientific technical services (ts) discussed that the battery has at least a year remaining, and this device uses current bins when the battery status is measured and if there are readings that are close to two bins. The magnet rate can be more indicative of longevity. This device was operating as programmed and expected. To date, this device remains in service. No adverse patient effects were reported.